Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged that insulin pump was under delivering as customer's blood glucose level 25.2 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.